Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non customer representative reported that after an intraocular lens was implanted, the patient experienced blurry vision at distance and near. The patient was unhappy with vision . The lens was exchanged for a different lens 4 months after initial implantation. Dysphotopsia of iol was the clinical reason given for the explant. Additional information requested.